Manufacturer narrative:
The device was returned for evaluation. The device was above elective replacement indicator (eri) voltage level upon receipt. The outer and inner helix were revealed to be within specification. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient experienced atrial arrhythmias with dyspnea and dizziness. The physician suspected device movement while the patient exercised to be the cause of the event. As a result, the atrial device was explanted and replaced to resolve the event. The patient was in stable condition. No malfunction was alleged against the device.